Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction/clarification to b5. Based on the results of the investigation, it is likely that the faulty cable caused the communication/no image failure. The investigation could not determine the cause of the cable failure. This issue is addressed in the instructions for use (IFU): do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur. Olympus will continue to monitor the field performance of this device.

Event description:
When requesting the repair, the customer reported to olympus, the device intermittently displayed "please wipe the connection surface.¿ during testing and inspection of the returned device, a communication error was displayed (causing no image) due to a cable failure. There were no reports of patient harm associated with this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was returned to olympus for evaluation. A faulty cable caused a communication error to be displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf customer returned a device for evaluation. During testing and inspection of the returned device, a communication error was displayed due to a cable failure. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.